Event description:
It was reported that the packaging of product (B)(4) was tearing while opening the product which caused two blades to become unsterile potentially contaminating the sterile field. The procedure was completed successfully with a third blade. No adverse consequences were reported.

Manufacturer narrative:
There were two lot numbers associated with this complaint (B)(4) . The product has not yet been returned for evaluation. Based on the info provided by the sales rep, it can be assumed that product packaging associated with this event is damaged. An alternative packaging material has been implemented to address this issue.